Event description:
Pt underwent laparoscopic cholecystectomy. During harmonic dissection of the gallbladder, the tip of the harmonic instrument was sheared off or came off of the instrument. Surgeon tried to retrieve it, but it became tangled and fell back into the surgical site. Retained piece was approximately 10-12 mm in length and "non-sharp". A CT of abdomen and pelvis done later the same evening shows the foreign body.